Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Event description:
Additional information received. A. Was the femoral stem the only implant that was fractured? Yes, the femoral stem was the only implant that was fractured. B. Was the femoral bone fractured? If so, did it occur intra-op? Patient experienced a fall with a periprosthetic fracture near the distal tip of the stem classified as a vancouver b2 fracture. Femoral bone not noted as fractured, and the fracture did not occur intra-op.

Event description:
Clinical notification received for revision due to implant fracture. Date of implant: (B)(6) 2017. Date of revision: (B)(6) 2022. (Right hip). Treatment: head, liner, cup and stem were revised.

Manufacturer narrative:
Product complaint # (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.